Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that after a traumatic injury, the patient was suffering from hand contraction. The idrt was applied fro tendon release. On day 21 post-application, medical staff removed the silicone layer followed by split thickness skin graft, and after 4 days of removal it was found that part of the wound was infected. The patient started antibiotic therapy.

Manufacturer narrative:
It is difficult to pinpoint the exact root cause of the infection. No product lot number is provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. Based on the risk documentation review, the most probable root cause can be that the environment post application was inadequate for wound healing. The failure is confirmed from the pictures provided with the complaint.

Manufacturer narrative:
This DHR review section is being updated due to the lot number being provided by the distributor on january 7, 2019. Based on the lot number provided: 3118767, the product in the complaint is integra dermal regeneration template-terminally sterilized (idrt-ts) 2inches x2inches, part# 82021 with an expiration date of 2020-08-31. The product was released in 20-september-2018. Based on the DHR review, all product was released based on passing of all in process and finished goods criteria, including ensuring that sterile product gets to the customer. The most probable root cause originally listed stays the same: the most probable root cause can be that the environment post application was inadequate for wound healing.